Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was therefore unable readings. As a result, the customer experienced a loss of consciousness and seizure and was unable to self-treat. The customer was given apple juice by her spouse for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as (h10) addtl mfg narrative and (h6) investigation conclusions were incorrectly documented. Section (h10) addtl mfg narrative and (h6) investigation conclusions have been updated.

Event description:
A customer reported a "replace sensor" error message with the adc device and was therefore unable readings. As a result, the customer experienced a loss of consciousness and seizure and was unable to self-treat. The customer was given apple juice by her spouse for treatment. There was no report of death or permanent injury associated with this event.